Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was noted by literature review by av japan safety assurance. Title: a case that fd-oct could make a diagnosis in stent restenosis which ivus could not make a diagnosis by stent fracture with calcification. It was reported that the index procedure was to treat a mid right coronary artery. On (B)(6) 2012 angiography was performed to confirm restenosis of a previously placed unknown promus stent. On (B)(6) 2012, intravascular ultrasound (ivus) was performed and the image could not confirm stent fracture; however, frequency domain optical coherence tomography (fd-oct) revealed stent fracture and revascularization was performed. A non-abbott stent was implanted to treat the restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.the stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.article; a case that fd-oct could make a diagnosis in stent restenosis which ivus could not make a diagnosis by stent fracture with calcification.